Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar energy activation on the erbe generator was not working. Error code c-34 was shown on the screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified error in the logs. The tse asked caller if any possible sources of interference was present. The caller informed there were none. The caller informed they replaced the monopolar energy cable and also swapped monopolar port on erbe generator prior to call, but the error fault persisted. The tse guided caller to restart generator but fault still present after restart. The tse spoke to surgeon and informed monopolar energy was not available and asked surgeon if he still could proceed. The surgeon did not think he could proceed, and informed the tse they will convert to laparoscopic surgery. The procedure was converted to a traditional laparoscopy surgery.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was analyzed and the reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.